Event description:
The pt felt that the pump was not working. She experienced a flare-up of pain. The physician aspirated 18.5 ml of drug when 5.8 ml were expected. The pump contained a combination of morphine 25 mg/ml and hydromorphone 10 mg/ml delivered at 15 mg/day. Two weeks later the physician performed a rotor study. There was no movement. It was repeated twice with the same result. The pt was treated with oral medication. The pump was replaced. It was noted that the pt recovered without sequelae.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional information is received from the hcp.